Manufacturer narrative:
Previous investigations have shown that common causes of broken wheels include the cots being run into obstacles such as curbs or the head end wheels have been known to break when the cot legs are extended prematurely when removing a cot from an ambulance.

Event description:
It was reported by service report that the molded wheel broke. It is unknown if there was patient involvement or if there were adverse consequences to report.